Event description:
Event description guidant received information that this implantable endocardial lead measured high impedances on the rate/sense channel. Sensing has decreased and capture is lost. The device is no longer pacing.